Event description:
During use of the device breakage of the plastic (ceramic) tip of the electrode in the shoulder of the patient. The piece has not been found in the irrigation and cleaning liquid from the joint.